Event description:
It was reported that the patient had a surgery for their pacemaker wherein the ipg was not placed in surgery mode. Subsequently, the patient had trouble connecting to the ipg. A recovery function was executed by abbott representatives and the ipg was successfully recovered.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.